Event description:
It was reported that the outer package labeling did not match the inner package labeling. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the outer labeling referencing lot gfyc3171 and the inner labeling referencing lot gfyb2761. The hub on the catheter matched the size of the inner labeling. However, the investigation is inconclusive for a mislabeling as the packaging was returned open. The investigation activities ruled out the potential mixing of the products at the manufacturing site. Lot gfyc2761 was packaged and labeled on 03/14/2014 and lot gfyc3171 was packaged and labeled on 04/28/2014. The manufacturing controls are in place to prevent a mix-up during a work area prior to bringing any product there. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with the device manufacture date and user facility as a report source but they were not reported. A follow up attempt was made with the bard representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The company representative was able to provide new procedural information, which was updated in the appropriate sections.